Event description:
During surgery, the twist drill broke off in the pt's mandible. Surgery was delayed to perform an x-ray, which revealed the broken portion still residing in the pt's bone. Doctor decided to leave the broken portion within the pt's mandible and no perform a second surgery for removal.